Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contacted physio control to report that upon evaluation their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by physio control and the reported issue of the device failure to power on was verified. It was determined that the root cause of the reported issue is the depleted internal battery. Once a new charge-pak was installed, the lifepak cr plus powered on and displayed the ok indicator. The device passed all functional and performance testing and was returned to the customer.

Event description:
Third party service agent contacted physio control to report that upon evaluation their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.